Manufacturer narrative:
The 510 (k) k072543. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The pharmacist contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch select meter. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The pharmacist mentioned that the patient first noticed the alleged high readings on (B)(6) 2011. The patient allegedly obtained a 225 mg/dl on their lfs meter and less than 30 minutes later, the patient tested on another device and obtained a 195 mg/dl and another reading, which the patient could not recall. The pharmacist was unable/unwilling to verify whether the patient exhibited any symptoms. On (B)(6) 2011, the patient went to the physician's office and was treated with glucose tablets/ glucose gel and was not tested on another device. At this time, there is no information on why the patient went to the physician's office and the reading the patient had obtained on their lfs meter prior to visiting the physician. The product was replaced. The complaint is being reported since the reporter alleged that due to the alleged inaccurate reading, the patient visited the physician and was treated with glucose gel/ glucose tablets.